Manufacturer narrative:
The na electrode lot number was w0464 with an expiration date of 16-mar-2025. The field service representative replaced the vacuum nozzle, performed successful calibration, qc, and performance tests. The results of the tests were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas 8000 cobas ise module (double). Patient 1: the initial result was 131 mmol/l. The repeated result was 136.1 mmol/l. Patient 2: the initial result was 132 mmol/l. The repeated result was 137.5 mmol/l. The repeated results were obtained on another module. The samples were repeated due to the customer's qc being out of range. The questionable results were not reported outside the laboratory.